Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/1/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/03/2020. Additional h6 patient codes: 2330,2061,2360,3189- surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2018 due to hernia recurrence, abdominal pain, inflammation, discomfort, scarring and disfigurement.

Manufacturer narrative:
Date sent to FDA: 6/25/2020. Additional information: d1, d2, d4.